Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the monitors. The system operates as intended.

Event description:
It was reported that the 9600+ system had poor image quality for patients over 250 lbs. No patient injury was reported.